Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was the device had pressure being seen before doing occlusion test was not identified during the customer call. After some troubleshooting, found that they were running the IV line straight into a pressure gauge. Technician has recommended to use a three way stop cock as illustrated in the user manual. Biomed will call back if further assistance is needed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had pressure being seen before doing occlusion test. There was no patient involvement.